Event description:
Four different accounts the bd insyte catheter for IV insertion 24 g shredded while attempting IV start in the nicu please provide an exact date of event: 5/15/26 describe any patient¿s harm, injury, complication or negative outcome that occurred as a result of the event. No.

Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.